Manufacturer narrative:
Full name of the facility is (B)(6). The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon appearance inspection of the device, it was observed that that the inside of the mouthpiece was clogged with fibrous foreign matter. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported by the customer for this event, during reprocessing after use of the device, it was observed that some foreign material was clogging and moving inside the lure mouthpiece while cleaning. The cleaning staff tried to push the material with a needle, but the material only went in deeper. There is no reported harm to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section d4 was corrected with information that was inadvertently omitted from the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. Olympus will continue to monitor field performance for this device.